Manufacturer narrative:
The customer¿s report that the smartsite connector leaked was confirmed. No anomalies were observed on the set upon initial visual inspection. Functional flush testing revealed a leak from a small pinhole in the blue piston of the smartsite. The male luer connection of the set was measured and confirmed to be within iso standards. The root cause of the pinhole could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the rn was preparing a heparin lock for a patient when the smartsite connector was noted to be back flowing a blood leaked from the patient's central line. There was no patient harm.